Manufacturer narrative:
(B)(4). As per the perfusionist, they tested their level sensors prior to taking the pump into the operating room setup happened in the morning. The level sensor pad was installed on a flat surface of the reservoir about 15-20 prior to attaching the level sensor. The perfusionist used the prescribed level sensor gel. The perfusionist tried the level sensor on another system and got the same error. The perfusionist tried testing the sensor on an individual reservoir but it still alarmed. As per biomedical technician, level sensor error was not connected. The field service representative (fsr) was able to verify the disconnected alarm on the alarm level sensor will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensor was disconnected. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the alarm level sensor and checked level detector operation. The unit operated to the manufacturer specifications. The suspect part was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the level sensor was worn/damaged and not functional. A message appeared "level: not attached" on the central control monitor (ccm). Damaged membrane was the likely cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.